Event description:
Non-lordotic trials were shipped to a dist who had just signed his contract with the MFR for a surgery for lordotic implants. During surgery the surgeon realized the spacers were for non-lordotic implants when he tried to place the lordotic implants and discovered that they did not fit into the pt. The surgeon used the implants and upon recovery the pt experienced severe pain. A revision surgery was scheduled the next day to use lordotic trials for the lordotic implants.